Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Three images were provided for reviewed. Based on the image evaluation, the report of detached tubing was confirmed. Images showed pressure tubing completely detached from vamp reservoir bond joint. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to confirmed malfunction the malfunction. Corrective actions are being investigated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this disposable pressure transducer pressure tubing detached near the vamp system. There was 2 ml of blood loss. There was no allegation of patient injury. The device was replaced with a new unit. Patient demographics unable to be obtained.